Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative on (B)(6) 2016, regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity. It was reported a pump was implanted on (B)(6) 2016 but the device use-before-date (ubd) was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.